Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 07mar2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. Philips field service engineer (fse) confirmed the reported issue and replaced the touch frame assembly to resolve the reported issue. Unit successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported touch is not functioning. No patient/user harm reported. Customer responded "no" to patient information event date not specified; estimate used.